Event description:
The manufacturer was informed by a (B)(4) supplier on (B)(4) 2012 that an end-user alleges she developed a "chemical pneumonia" as a result of an "electrical" odor being emitted from a continuous positive airway pressure (CPAP) device while in use. There was no report of immediate medical intervention. In a phone interview with the end-user, she reported she was prescribed oral steroids for inflammation, and is to undergo a bronchoscopy. The manufacturer requested further medical information from the end-user in the form of a definitive diagnosis from her physician. On 02/29/2012, the end-user provided her medical records relevant to this complaint including a chest xray report dated (B)(6) 2012. The medical records by her physician state "questionable mild right infrahilar pneumonitis. There is no evidence of atelectasis, pneumothorax, pneumonia, consolidation, congestion or pleural effusion." The physician noted pneumonitis (inflammation of lung tissues), and further states that there was no evidence of pneumonia as claimed by the end-user.

Manufacturer narrative:
The end-user's medical records contained a complete blood count (cbc) dated (B)(6) 2012 and states all "normal values". The primary diagnosis is listed as "cough" on the medical reports received. The manufacturer received the device for evaluation. There was no evidence of thermal damage to any component. The device did not power up in its received condition. An internal inspection of the device was performed, and corrosion and water residue were noted on the pca. Errors logged by the device were consistent with errors caused by water ingress. The device could not be tested further due to the damage to the pca. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. The manufacturer's investigation concludes that the returned device stopped functioning due to the water ingress that directly resulted from mishandling by the end-user. There has been no information or evidence provided at this time to substantiate the allegation of "chemical pneumonia". The manufacturer will file a follow-up report if further information becomes available.